Event description:
Boston scientific crm received information that this pacemaker had less than 2 years remaining in projected longevity. However, the gas gauge was still at beginning of life (bol). The device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005). The current device programmed parameters were utilized and a boston scientific crm technical services consultant performed a longevity calculation and the estimated longevity is 3.8 years from the date of implant. Ventricular output had been increased to 5.0v due to elevated threshold measurements. The caller believes the projected longevity is accurate, but is wondering why the gas gauge hasn't moved from bol. The device remained implant at that time and 2.5 years later was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device passed all manual electrical measurements and paced and sensed normally during testing. A review of the device memory did not reveal any memory or device operation anomalies or evidence of advisory issues. A device programmed to high outputs will change the gas gauge calculation and longevity remaining calculation. A longevity estimate was performed to assess the battery status of this pacemaker. This device met longevity expectations commensurate with this pacemaker model. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.